Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency electrosurgical unit presented error e433(electrical/electronic property problem) and could not start. The issue occurred during a therapeutic procedure and similar device was used to complete the operation. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, based on the provided information from the user and unless a subsequent detailed technical investigation is carried out, olympus assumes for the time being, that the item in question was in standard condition with respect to the complained error at the time in question. Based on the results of the investigation, the error message e433 can be caused by several factors, including electromagnetic interference, user actions such as actuating the foot switch during boot-up, or a defective foot switch. Other causes include defective cable connections between the high voltage power supply, generator, or relay boards; faulty components on the generator board (e.g., transformers, rectifiers, or output stages); missing or low supply voltage from the high voltage power supply board; and defects in the high voltage power supply board, motherboard, or relay board components. Permanent or temporary errors may occur depending on the specific issue. A definite root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.